Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a no delivery alarm during delivering bolus on the insulin pump. The customer's blood glucose level was 123 mg/dl. The customer problem of no delivery alarm on insulin pump was resolved by an infusion set change. The customer does not want to return infusion set and reservoir for analysis. The insulin pump was going to be replace at per patient request.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).